Manufacturer narrative:
Customer reported that bed's scale function may not have been functioning appropriately when the bed was fully lowered; and that the alarm was found to be off when the patient was placed back onto the bed, indicating the alarm may have been turned off at the time of the incident. A review of pre-placement inspection records found that device was functioning as designed prior to placement. Post-incident inspections included attempts to duplicate the reported issues, including the scale functionality during the bed being lowered fully. Post-incident inspection found that the device was functioning as designed, with no malfunctions found.

Event description:
Customer reported patient fall, resulting in patient's hip dislocating. Customer alleged that patient exit alarm may not have sounded after fall.